Manufacturer narrative:
(B)(4). Date sent: 10/10/2023 d4: batch # 127c16 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60w reload was returned unfired with the reload pan partially dislodged from the left proximal side. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review a manufacturing record evaluation was performed for the finished device batch number 127c16, and no non-conformances were identified.

Event description:
It was reported that during an unk surgery, could not fire. Changed another one to continue the surgery, changed the new one to complete surgery. After fired, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There was no patient consequence reported. No additional information can be provided.